Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported per aliterature article reported that a patient experienced endothelium cell density that significantly declined 2 years after the initial surgery. Title: effect of filtering surgery using ex-press® on corneal endothelium during 2 years after operation. Author: noriko toyokawa ((B)(6) clinic) et al. Source: annual meeting of japan cornea society/annual meeting of keratoplasty society of japan additional information has been requested but none is expected.